Event description:
It was reported that the pump experienced a malfunction while customer used the pump during construction work with exposure to heat, rain, and dirt. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.